Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2016. It was reported that the patient was not informed that the pump would be damaged in the previous call. The patient now had to have the pump replaced. The patient had gone to the emergency room (ER) twice because no one understood the pump. He was not sure he wanted to have the pump replaced; the patient was withdrawing from the drug in the pump and just could leave it implanted. He would discuss the pump off option with the healthcare provider (hcp). The pump was empty, which resulted in damage. The pump was still alarming (started to alarm (B)(6) 2016) and it was driving the patient crazy. The patient mentioned 1-2 more medications were in the pump that he did not known the names off, concentration, or dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and clonidine at an unknown concentrations and doses via an implantable pump for chronic low back pain and spinal pain. It was reported that the pump was alarming or beeping. The patient stated that someone screwed up on his insurance, so he had to go from one healthcare provider (hcp) to another. The pump started to alarm on (B)(6) 2016 and the patient believed his refill date was the day before. The patient had been to the emergency room (ER) and they gave him pills, so he wouldn¿t go through withdrawal. There were no symptoms reported. The bolus was stated as 2.2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.